Event description:
On (B)(6) 2012, the patient filled the cartridge with insulin in the morning. Later that evening at 8:16 pm the pump emitted an alarm. The patient's father then filled a new cartridge and primed the pump. The pump reportedly emitted another unknown alarm at 8:25 pm. The patient was not sure how many units were lost during priming but the history revealed 12.3 units. When inspecting the cartridge the patient's father said it was nearly empty. The patient's blood glucose levels subsequently went lower with the lowest blood glucose level recorded at 52 mg/dl at 10:40 pm. The patient's parents reportedly gave the patient sugar, cola, and other carbohydrates to elevate his blood glucose. No further medical intervention was taken. The patient's father tried to resume pump therapy six times by priming new cartridges but he said there were many alarms after priming. When reviewing the pump history there were no alarms or alerts around 8:25 pm. The pump history on (B)(6) displayed 33 prime attempts. In the history there were at least 15 prime attempts with an amount of 43 units total primed until the pump was removed from the body at 8:16 pm. In the days prior to (B)(6) there were records of more than 2-4 prime steps per day, sometimes within 1 or 2 minutes. The patient's father and the patient assert that they never prime while the pump is attached. The pump was never exposed to x-ray. This complaint is being reported as the users were having difficulty while priming the pump and patient's blood glucose levels decreased, requiring treatment.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. An ezprime operation was performed with no loss of prime warnings occurring. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The reporter denied that the patient was attached during priming, and it does not appear that the reported loss of prime warnings were related to the alleged bg excursion. Investigation revealed a force sensor issue led to the loss of prime warnings, but was not related to the reported bg excursion.